Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that the modular stem and serve handle were not accepting stem tips. The user used a concise device. There was no surgical delay, there was no patient harm and no patient involvement.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that modular stem and serve handle, not accepting stem tips. They used a concise. No surgical delay, no patient harm, no patient involvement. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the universal stem insert handle had nothing indicative of a device nonconformance. The device exhibits a condition consistent with normal use. No damage or defects that could contribute to the reported event were observed. A functional test was not able to be performed since the mating device was not returned. In addition, nothing indicative of a device nonconformance could be identified on the device that could have been related to a difficulty or inability to assemble the mating component as intended. The handle button and spring and were able to retract as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the universal stem insert handle would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.